Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic by way of a stored electrogram which revealed non-sustained right ventricular oversensing. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive inappropriate therapy during the oversensing. The patient was stable during and after the programming changes.